Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It was learned from the health care provider's response that the patient expired due to intracerebral bleeding. It is unknown if the death was device related. Information learned from implant patient registry and from the health care provider's response.

Event description:
The device has been disassociated from the event. Therefore, this is not longer a reportable event.

Manufacturer narrative:
Intracerebral bleeding. Device not returned.